Event description:
The bd insyte autoguard device was placed in the pt. After the tubing was connected, it was observed that the blue hub was leaking blood. The leakage was deemed critical to the pt's health by the clinician.

Manufacturer narrative:
Twenty unused, rep units were received for eval 3/6/2012. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).